Manufacturer narrative:
Describe event or problem: the following additional information received per the patient profile form (ppf) indicates that the patient had stenosis, caval thrombosis, blood clots and clotting. The patient was diagnosed with the reported events seven years and six days post implantation. The patient also reports to have pain in the legs and groin. According to the medical records, the patient had a history of rectal bleeding, massive lower extremity dvt extending most likely from both lower extremities to the inferior vena cava, ulcerative colitis, supraventricular tachycardia, coronary artery disease, renal stones, gastroesophageal reflux disease, hyperlipidemia and gout. The filter was placed due to the increased risk of thrombosis from the patient¿s ulcerative colitis and the inability to be anticoagulated. Five days prior to the filter implantation, the patient received a sonogram which showed extensive calf dvt involving popliteal, peroneal and posterior tibial veins. During the index procedure, the filter was deployed at the l3 level without any reported difficulties. The patient tolerated the index procedure well. As reported, the patient underwent placement of an optease ivc (inferior vena cava) filter. Per the medical records, the patient had a history of rectal bleeding, massive lower extremity dvt extending most likely from both lower extremities to the inferior vena cava, ulcerative colitis, supraventricular tachycardia, coronary artery disease, renal stones, gastroesophageal reflux disease, hyperlipidemia and gout. The filter was placed due to the increased risk of thrombosis from the patient¿s ulcerative colitis and the inability to be anticoagulated. Five days prior to the filter implantation, the patient received a sonogram which showed extensive calf dvt involving popliteal, peroneal and posterior tibial veins. During the index procedure, the filter was deployed at the l3 level without any reported difficulties. The patient tolerated the index procedure well. The filter subsequently malfunctioned and caused injuries and damages to the patient including, but not limited to, deep vein thrombosis (dvt), atrophy and occlusion of the vena cava below the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient had stenosis, caval thrombosis, blood clots and clotting. The patient was diagnosed with the reported events seven years and six days post implantation. The patient also reports to have pain in the legs and groin. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Stenosis and atrophy of the vena cava do not represent device malfunctions and are known potential adverse event associated with the use of ivc filter devices. Anxiety and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. (B)(4).

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. The exact implantation of the device is unknown. Complaint conclusion: as reported by the legal department, it was reported that the patient underwent placement of an optease filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injuries and damages to the patient. Including, but not limited to, deep vein thrombosis (dvt), atrophy and occlusion of the vena cava below the ivc filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, it was reported that the patient underwent placement of an optease filter on or about (B)(6) 2008. The filter subsequently malfunctioned and caused injuries and damages to the patient. Including, but not limited to, deep vein thrombosis (dvt), atrophy and occlusion of the vena cava below the ivc filter. As a direct and proximate result of these malfunctions, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.